Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 2 events for the failure: material frayed. - 1 event had no health consequences or impact. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status 1 device investigation type has not yet been determined. 1 device was not available for evaluation. Evaluation findings (results/components) 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable 1 device: no findings available / part/component/sub-assembly term not applicable product disposition: 1 device: product not received 1 device: product disposition is not yet determined. Additional information: 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99523. Supplemental rationale. Corrected data: b5, h6, h11. 2 previously reported events were included in this follow-up record. Product return status. 2 devices were not available for evaluation. Evaluation findings (results/components). 2 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition. 2 devices: product not received.

Event description:
No change.